Event description:
Event occurred in united kingdom. It was reported that the patient experienced event where cannula was not getting enough insulin delivered through tubing on (B)(6) 2026. The issues occurred with three infusion sets.

Manufacturer narrative:
Initial 3 of 3. E1: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.